Event description:
Customer received a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31040c, reader sn (B)(6)). Cue covid-19 tests performed on (B)(6) 2024 and (B)(6) 2024 provided negative results. Customer states she had covid-19 on 05-feb-2024 that was confirmed with both a positive cue covid-19 test and an antigen test and was taking paxlovid between (B)(6) 2024 and (B)(6) 2024. Customer received the following results using the ihealth covid-19 antigen rapid test: (B)(6) 2024: initial test with positive result (B)(6) 2024: negative result. (B)(6) 2024: negative result. (B)(6) 2024: negative result. (B)(6) 2024: negative result. Customer also tested negative on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 with additional covid-19 antigen tests (brand/manufacturer not specified). Customer had no known exposure when she received the two false positive results. Customer was diagnosed with pneumonia (likely non-covid) on (B)(6) 2024. Customer had been having symptoms of potential pneumonia (coughing up mucus) all the previous week as well, including on (B)(6) 2024 and (B)(6) 2024 when the cue covid-19 tests were negative. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.